Event description:
The customer reported the device alarmed and showed codes that indicated an spi bus failure. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the device was not in use; therefore, there was no patiient involvement or harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. The biomedical engineer was unable to duplicate the reported problem. Pse advised the biomedical engineer perform a complete system check and calibration. The biomedical engineer reported running the unit for 2 days and the reported problem did not recur. The biomedical engineer reported the unit is back in service.

Manufacturer narrative:
Device is out of warranty; no request for manufacturers service.